Manufacturer narrative:
Based on the claim against the product by the customer noting the endoscope moved unexpectedly during a surgical procedure, an investigation was completed to determine the cause of this reported event. The reported event was addressed with phone support. From available information, an intuitive surgical, inc (isi)technical support engineer (tse) was contacted for troubleshooting assistance. The tse reviewed the logs and found error 31009 that pointed to a most like sterile adapted (sa)/endoscope not properly seated, possibly explaining the symptoms and informed caller about the possibility of drape interferences or debris presence on the carriage. Troubleshooting was completed. No onsite visit was conducted. The system was working properly, and no additional action was required as the issue was resolved. The probable root cause of endoscope moved unexpectedly issue is attributed to improper seating of the sterile adapter and/or endoscope not properly seated. This issue can be resolved by removing the endoscope and reseating it or use another endoscope to complete the procedure.

Event description:
It was reported that during a da vinci-assisted nissen fundoplication-isolated surgical procedure, the endoscope moved unexpectedly. The distributor clinical sales representative (csr) called intuitive surgical, inc. (Isi) technical support engineer (tse) three days after the issue to report it. This had happened twice, and did not re-occur since then, without any negative impact on the surgery. The tse reviewed the logs and found error 31009 that pointed to a most likely sterile adapter (sa)/endoscope not properly seated, possibly explaining the symptoms. Tse informed the csr about the possibility of drape interferences or debris presence on the carriage. The distributor csr would review good practices with the users. The procedure was completed with no reported injury and with a delay of less than 15 minutes.